Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error once or twice. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had unexplained no delivery alarms and also the contact has fallen off and has to hold it on for the battery to be read. The insulin pump will not be returned for analysis.